Manufacturer narrative:
We have received the complaint device for evaluation. The common carotid balloon inflated and deflated properly when we inflated it was saline. We did not observe any leakage from the blue stopcock joint. However, when we attempted to inflate the internal carotid balloon with saline, we observed liquid leaking from proximal end of the safety balloon. The root cause of the issue was determined to be an operator error- not enough glue was applied on the safety balloon joint during assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have made our manufacturing team aware of this issue and retrained them on glueing technique which we believe will prevent these issues from reoccurring. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, user detected a leakage at the safety balloon when he attempted inflate the internal carotid balloon with saline.